Manufacturer narrative:
D9: date returned to mfg; 4/11/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was replicated through testing. The root cause is due to the downstream occlusion sensor is unreactive. The sensor was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device was alarming for "cassette not attached properly. Reattach cassette." When connecting standard test cassette. The event occurred during pre-testing. There was no patient involvement reported.